Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue of an intermittent black screen. The representative then replaced the computer for the navigation system and ran the system for two hours without fault. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a procedure, both monitors for the navigation system went black three times. The issue was resolved by restarting the imaging system. The site eventually finished the procedure with a separate medtronic navigation system. The representative confirmed all connections were secure and the power supply was secured and no damages were apparent. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.